Manufacturer narrative:
The customer replaced the tank to resolve the issue.

Event description:
The customer alleged that the unit was leaking disinfectant. There were no reports of injuries. The customer replaced the tank to resolve the issue.